Event description:
A customer in the united states notified biomérieux of false positive cefoxitin (oxsf) screen results for staphylococcus aureus isolates while using the vitek® 2 ast-gp67 test kit (reference 22226, lot 1321139103) with software version 8.01. The isolates were repeated on the vitek 2 and also tested via pbp2a; the repeat vitek 2 results and pbp2a results were oxsf negative. There is no indication or report from the laboratory that the discrepant result led to any adverse event related to the patient's state of health. An internal biomérieux investigation will be initiated.

Manufacturer narrative:
This report was initially submitted following notification by a customer in the united states (quest marlborough) regarding false positive cefoxitin (oxsf) screen results for staphylococcus aureus isolates while using the vitek® 2 ast-gp67 card, lot 1321139103) with sw version 8.01. The isolates were repeated on the vitek 2 and also tested via pbp2a; the repeat vitek 2 oxsf and pbp2a were negative. Biomérieux investigation was conducted; however, the customer did not comply with biomérieux's request for lab reports, raw data or patient isolates. Vitek 2 ast-gp67 lot #1321139103 met final qc release criteria. This lot passed qc performance testing. No ncmrs were written against the lot. Ncmrs were reviewed for the last 13 months (07sep18-07oct19). No ncmrs were written for the ast- gp67 card for performance issues. Review of complaints against ast-gp67 card lot 1321139103 did not indicate a trend for this card lot. Submittal of the isolate is required in order to confirm a vitek 2 discrepancy compared to the reference method. No further investigation is possible.